Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and complete clip detachment (ccd) requiring intervention. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4 and the patient presented with a posterior leaflet flail. Clip delivery system (cds 80227u283) advanced to the mitral valve and grasped the leaflets without reported issue. During mitraclip deployment and after retracting the actuator knob, the clips angle had changed. Per fluoroscopy and per transesophageal echocardiogram (tee), clip movement was noted with increased mr back to grade 4. The mitraclip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The clip then detached from the anterior leaflet (ccd). The completely detached clip remained on the gripper line in the left atrium (la) and the patient was transferred to the operating room for clip removal and open heart surgery with a mitral valve replacement. Reportedly, there was a delay without any clinical symptoms and the event required prolonged hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported single leaflet device attachment (slda) and detachment of device component could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda and subsequent complete clip detachment (ccd) appear to be related to the patient morphology/pathology (posterior leaflet flail). The unchanged mitral regurgitation (mr) appears to be due to the clip experiencing an slda during deployment and therefore due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.